Event description:
It was reported that the patient was undergoing radiation therapy and once the device was interrogated the data was missing from device. The data was lost due to bit flips caused by the radiation therapy. The patient will be monitored and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Evaluation shows a parity error count equal to sixteen between (B)(6) 2012.